Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow button was intermittently unresponsive. It was also reported that the keypad was damaged; it was unknown when the damage occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.